Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. This event was initially reported without identified use or device problem. Based on the results of the investigation, and since there was no allegation of device malfunction during intake, the investigation found no definitive root cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. Small to moderate pneumothorax days after initial bronchoscopic lung volume reduction procedure in the recovery room. While it was reported as non-serious and a known complication, a chest tube was placed.